Event description:
It is reported that customer has experienced differences in blood glucose versus sensor glucose. Troubleshooting was performed and customer was advised if problem persist to call back. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.